Event description:
It was reported that the pt was admitted through the ER with chest pain. The pt was under observation with subsequent positive cardiac enzymes, indicative of a non-stemi. The pt was taken to cardiac cath lab and films revealed that the right coronary artery (rca) had an 80% long stenosis proximally with evidence of dissection. Predilatation was performed with a non-abbott 2.5 x 15 balloon catheter and the 3.5 x 28 xience v was deployed. Final films revealed a focal distal lesion, but the physician elected not to intervene further and to evaluate at the staged procedure for the left anterior descending (lad). The flow was timi iii and the pt was treated with asa, heparin, angiomax, and prasugrel and went to the outpatient unit at 1632. There was onset of chest pain at 1700 and the EKG revealed st elevations. The pt was returned emergently to cardiac cath lab. Films revealed a 100% occlusion of the previously placed stent, with thrombus evident. Inflations were performed with a 3.5 x 20 non-abbott balloon catheter and there was improvement to the angiographic appearance; however, it was noted to have a distal edge dissection thought to be the cause of the acute closure and stent thrombosis. Attempts were made to place a 3.5 x 23 xience v which was unsuccessful, so it was removed and further dilatation was performed with a 3.0 x 20 non-abbott balloon catheter. The 3.5 x 23 xience v was again positioned and deployed. Post dilatation was performed with a non-abbott 3.5 x 20 balloon catheter. Final films revealed a good result with no evidence of dissection. The pt was pain free at end of case and st elevations decreased. The pt was treated with heparin and reopro. No add'l info was provided. (B)(4).

Manufacturer narrative:
(B)(4). Eval summary: dissection, angina and thrombosis, as listed in the xience instructions for use (IFU), are known adverse events associated with coronary stenting procedures. In this instance, the reported thrombosis, angina and EKG/ECG changes were possibly secondary effects of the dissection, which required medication, balloon angioplasty and placement of an add'l xience v stent. Dissections can be influenced by several factors including, but not limited to, lesion characteristics, procedural technique, and device size selection. It should be noted that the IFU states: implanting a stent may lead to vessel dissection and acute closure requiring add'l intervention (CABG, further dilation, placement of add'l stents, or other). Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.